Manufacturer narrative:
The sample was aliquoted by a modular pre-analytical system but was manually loaded onto the analyzer. The field engineering specialist was unable to determine a cause. Precision testing was performed on the patient sample with acceptable results. He checked calibration and qc data and found no issues. The analyzer alarm history had conspicuous events, abnormal sample aspirations the issue is consistent with a poor sample quality, for example, a bubble, fibrin, or dust. With the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a questionable low elecsys cea assay result for 1 patient tested on a cobas 8000 e 602 module. The initial cea result was 2.5 ng/ml. On (B)(6) 2019 the same patient sample was retested and a cea result of 2319 ng/ml was obtained. The initial result was reported outside of the laboratory. The repeat cea result of 2319 ng/ml was deemed correct. The cea reagent lot was 35542900 with an expiration date that was not provided.